Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an international applications specialist (ias) from the distribution company emailed the reporter to address the reported event. The ias suggested recalibrating the instrument with a different lot of calibrators while only reconstituting calibrator's levels 2 and 6 very carefully. The reporter indicated not having a different lot of calibrators or controls. On (B)(6) 2016, the reporter indicated that again results above concentration ranges for the biorad lot and a multiple analyte control lot were obtained. No additional information was provided. A review of complaint history for the next four (4) months the after this ticket was opened did not identify any further assistance requested by the customer related to this event, therefore, no further action required by field service. The most probable cause of the reported event remains undetermined.

Event description:
On (B)(6) 2015, the customer reported to the distributor obtaining above concentration values for all levels of troponin biorad controls lot 23600 with their aia-360 analyzer. The customer was unable to run troponin patient samples. An international applications specialist (ias) contacted the customer to address the reported event, which resulted in delayed reporting of troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.